Event description:
It was reported that 96 days aftr implantation of a 2.5x8mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostium of the obtuse marginal (om) artery. A lesion was also noted in the proximal left circumflex (lcx) artery. A pre intervention stenosis was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed on the om artery using a 2.0x30mm sprinter balloon. The lesion was pre-dilated with a 2.0x10mm noncompliant stormer balloon. A 2.5x8mm taxus stent was deployed at 6 atm in the region of the lesion. The stent was post-dilated with a 2.0x11mm noncompliant stormer balloon. Subsequently, a kissing balloon intervention was performed on the proximal lcx and om arteries. A post intervention residual stenosis was not reported. The patient received "heparin or lovenox" prior; intra coronary nitroglycerin during; plavix and aspirin after procedure. There were reportedly "no complications." The patient presented 96 days after the initial procedure with the in-stent restenosis in the ostium of the 1st obtuse marginal artery. The percentage of in-stent restenosis was no reported. A lesion was also noted in the ostium of the left anterior descending artery (lad). Ptca was performed on the om artery using a 2.5x12mm sprinter balloon. Kissing balloons were used on the lad and om arteries. The patient received "heparin or lovenox" prior; intracoronary nitroglycerin during; plavix and aspirin after procedure. There were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of theis event. The manufacturing records for top assembly batch 8235817 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.